Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visually inspected the product and there is residue present, nature of residue unknown. The sem report identified that the discoloration visible on the components appeared to be caused by a combination of oxidation products and biological material. The stem composition distal to the discolored area was consistent with minor organic contamination. Device history record (DHR) was reviewed and no discrepancies were found relevant to the reported event. Package insert lists loosening or fracture/damage of the prosthetic knee components or surrounding tissues and dislocation and/or joint instability as known potential risks of this procedure. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
Reference cmp-(B)(4). Medical product- tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using catalog #: 00598003702 lot #: 62133462; unknown articular surface catalog #: unknown lot #: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were reported for this event 0002648920-2017-00451& 0001822565 - 2017 -04976.

Event description:
It was reported that the patient underwent an initial knee procedure. Subsequently, the patient was revised due to wear. It was noted that there was dark residue at the junction of the tibial tray and stem. There were no complications or delays reported. Attempts have been made and no further information has been provided.